Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The customer noted bubbles in the syringe. The field service engineer (fse) replaced the vacuum and sipper nozzles, the sample probe, and 4 cartridges. The fse decontaminated the fluidic pathways. Precision testing was performed. The service actions resolved the issue.

Event description:
The initial reporter complained of qc issues for sodium (na) on a cobas pro ise analytical unit. The customer repeated patient samples and the results for 2 patient samples were discrepant. Patient 1 initial result was 142 mmol/l. The repeat result from a different module was 130 mmol/l. Patient 2 initial result was 150 mmol/l. The repeat result from the same module was 137 mmol/l. The repeat result from a different module was 138 mmol/l.